Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to an unseated flex cable. The cable was reseated to resolve the malfunction. Malfunction for reports of this type has not identified an increase in trend.